Event description:
Physician reported that while treating a pt with esophageal cancer, the pt developed a gastric rupture/perforation that required gastric repair surgery and hospitalization.

Manufacturer narrative:
The cryospray ablation system is a cryosurgical tool used to destroy unwanted tissue via the application of liquid nitrogen. Initial info from the physician indicated that while treating a pt for esophageal cancer (adenocarcinoma) with a planned treatment of three sprays for 20 seconds each, the pt presented with signs of not venting the gas well. He reported stopping the treatment a few times during the first two sprays, when the abdomen was noted to develop a distended abdomen (described as "taut"). The physician noted that the pt also desaturated a few times (copd history). Sprays were resumed when the abdomen was determined to have returned to baseline. However, the third spray cycle was never delivered, due to discovery of gastric rupture/perforation. Because the pt was already compromised with esophageal cancer, copd, and other co-morbidities, these may have been contributing factors to this event. The pt was admitted to the hospital, received gastric repair surgery and recovered well. The console was tested and found to meet performance specifications.